Manufacturer narrative:
(B)(4).this MDR was initially reported in error. Upon further review of the customer reported syptom, it was concluded that the reported malfunction is not a reportable event. Manufacturer report number 1314492-2016-00737 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump needed a "motor update." It was also reported there was no patient injury.